Event description:
It was observed that during the device evaluation, the rigid video scope exhibited that the fiber bonding in the outer tube area (distal end) was damaged, and the protector of the video cable section was cut. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.